Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00857.

Event description:
It was reported the clamps broke during surgery. It is unknown if this resulted in a foreign body. The procedure was completed with another clamp of the same size. It is stated the surgical technique was not followed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00857-1.

Event description:
Additional information was received, it was reported when the surgeon was fixing the clamps, the support bar broke. It was confirmed no broken parts were left in the patient. In regards to the indication the surgical technique was not followed, the distributor stated this was an error when completing the complaint form.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The two clamps were returned without original packaging in biohazardous bags. The clamps were viewed through the bags and were noted to have dark red residue, resembling blood and indicating a use attempt. The post was also clearly fractured, the complaint is confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the post experiencing force in excess of what it was designed to encounter during the attempted use. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00857-3.

Event description:
This follow up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The two (2) lacto 14mm rapidflap clamp (part# 915-0020, lot# 810100, 930760) were not returned for investigation and no photos were provided. For these reasons, the clamps cannot be visually evaluated or functionally tested. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.